Event description:
Electric toothbrush...¿pops¿ the brush off - oral-b [device breakage] . Electric toothbrush has started making really loud sounds - oral-b [device physical property issue] . Case narrative: consumer via e-mail stated that the oral-b electric toothbrush started making really loud sounds and sometimes popped the oral-b toothbrush head off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.